Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01561. The pt received his scs system, including an extension and a percutaneous lead, on (B)(6) 2011. It was reported that invalid impedance readings were observed during the implant procedure. The lead was explanted and a new lead was implanted. It was reported that high impedance measurements were observed. The leads allegedly tested normal without the extension. The physician inserted the leads and engaged the setscrew, but the leads allegedly still pulled out of the extension. The extension was explanted during the procedure and a new extension was implanted. No further pt complications were reported.

Manufacturer narrative:
Results: during functional testing, the initial attempt to insert the lead into the lower port (channels 1-4) failed at the connector block. The setscrew was checked for position, where it was observed that the setscrew blocked the connector block entrance. The setscrew was backed out sufficiently to allow the lead to then be fully inserted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.